Event description:
The device was received on (B)(6) 2011 with no information as to why the device was explanted. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).